Event description:
The hospital reported that during a bypass procedure, the tubing detached from the arterial filter bypass loop. The tubing was reattached and tie-banded. The amount of blood lost is unknown. The procedure was not interrupted and there was no affect to the patient.